Event description:
It was reported that pt has experienced a shocking sensation. It started about 2 months ago. The pt was at home. The healthcare provider confirmed that the pt experienced a shocking sensation and abdominal pain. The pt's device was turned off upon arrival. The pt's amplitude was decreased from 3.0 to 0.8. The device was no longer bothersome to the pt. No injury to the pt was reported.